Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the x-ray tube and batteries. Identified components replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a popping sound was coming from the x-ray tube area of the 9800 system. It was noted that this seems to happen after using the system for a while. This did not impact the case and case was completed. There was no report of patient injury.